Event description:
Product complication: partial stent deployment. Time of complication: during the procedure in 2005. Symptoms: seizures, partial paralysis hand and shoulder. It was reported that during the carotid procedure in 2005, the pt experienced a major stroke. After the accunet was placed a viatrac balloon was used to pre-dil. The lesion was a high grade but appeared normal after pre-dil. During deployment of the acculink the unsheathing process stopped with approx 5 mm of the acculink unsheathed. The physician tried for about one hour to either deploy or pull the device into the sheath without success. The physician using surgical pliers opened the handle and again attempted to deploy the unsheathed portion or pull the deployed stent back into the sheath; however, without success. The decision was made after all ideas exhausted to try and withdraw the deployed filter and the partial deployed stent through the 95% carotid lesion. The pt noticed a loss of feeling in his left arm and hand while the entire platform was pulled back just inside the femoral site. The opposite groin had been prepped and a 2nd accunet multiple acculinks from the opposite femoral site in the right bulb back to the common. The additional stents went as usual and the mangled filter/partial deployed stent was pulled out of the original femoral site without the need of a cut down. The pt groin was manually held and finished with a femstop. After 2 days the pt remains in the hospital and had a seizure this morning and has at this time lost the use of his hand and partial shoulder. The physician feels the event is product related. No additional info was available.